Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that system was unable to complete a 2d long film calibration. Representative successfully calibrated other settings, while 2d long film was disabled. Enabled 2d long film and attempted to calibrate but calibration did not save. A message appeared reading "2d long film dose calibration required. 2d long film disabled.". No patient was present at the time of event.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and arrived onsite, after troubleshooting determine the 2d long film file is corrupted. Reloaded the 2d long film files. Verified the 2d long film is enabled. Scanned the 2d long film successfully. After reboot there was no message. Completed the system checkout. Handover the system for clinical use. B01,c10,d18,g02008 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.